Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 27 mm navitor vision valve was selected for implant using a flexnav delivery system (ds). The patient had a prior medical history of atrial fibrillation, which was also the baseline rhythm. There was no history of other conduction disorders such as right bundle branch block (rbbb), left bundle branch block (lbbb), or first/second-degree atrioventricular (av) block. The membranous septum length was reported as 4.4 mm, and there was no calcification extending beneath the aortic annular plane in the interventricular septum. During the procedure, while in the cusp overlap view (cov), the inflow edge of the constrained valve within the capsule was positioned at the base of the aortic annulus, with the pigtail position confirmed at the bottom of the non-coronary cusp (ncc). The valve was successfully deployed with a final implant depth of 3 mm ncc/3 mm left coronary cusp. Post-implant, the patient developed complete heart block. A temporary pacemaker was placed, and the patient left the catheterization laboratory with the temporary pacemaker in place. On (B)(6) 2026, a permanent pacemaker was implanted. The patient did not experience a prolonged hospital stay for rhythm monitoring. Patient status is unknown. No additional information was provided.